Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular procedure using two gore tag thoracic endoprostheses (tg3720/06616684, tg4020/06608493) for a thoracic aortic aneurysm repair. During the procedure, axillary artery- ascending aorta bypass and artery-left subclavian artery coiling were performed. After the procedure, a brain infarction was revealed. Medications for the brain infarction were administered. Subsequent follow-up examinations revealed the brain infarction remained. On (B)(6) 2012, in three-year follow-up study, the brain infarction was resolved. No further information was obtained.